Event description:
It was reported that a pta balloon ruptured during the first inflation within an av loop graft and during removal from the patient, a portion of the pta balloon detached from the rest of the catheter. Reportedly, the graft was in a tight loop configuration and the portion of the pta balloon detached during retraction around the curve. A stent graft was implanted within the graft, covering the separated portion of the pta balloon. Final angiography demonstrated suitable patency results of the stent graft and the treatment site. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The complaint sample has not been returned to the manufacturer for evaluation to date.